Event description:
It was reported that the experienced phrenic nerve stimulation and presented in clinic. Upon interrogation, the right atrial lead exhibited sensing anomaly. An x-ray image revealed lead dislodgement. The lead was successfully repositioned on (B)(6) 2015. The patient's condition post procedure was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).